Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, although troubleshooting was performed by the user, a root cause of the reported event could not be identified. This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the user attempted to troubleshoot the reported event by inserting the scope into two other towers; however, the e315 error code and color bars also displayed on these towers. The user cleaned the scope connector contacts on the scopes and the sockets of the video system centers (clv-190) with alcohol prep pads. The user also blew air into the clv-190 sockets. Also, an attempt to troubleshoot the issue was made by using other scopes (such as colonoscopes) with the clv-190 and the error code was not displayed. Per the user, there have been no changes to the clv-190 or device settings. Finally, the user pressed the escape button on the clv-190 keyboard to clear the e315 error code. Furthermore, it was recommended by olympus that the facility return the scope (that was receiving the error when used with the clv-190) for a device inspection.

Event description:
The customer reported to olympus, at the beginning of the diagnostic bronchoscopy, there was an e315 unsupported scope error code on two different evis exera iii bronchovideoscopes causing a 30 to 45 minute procedural delay while the patient was under anesthesia. The scope image was not displayed, only color bars. When the e315 error code is not there, sometimes an e402 error code appears instead. The error occurs when the devices are connected to the light source and video system center. The procedure was completed with another scope. The device was inspected before use. The condition of the patient was not impacted and the outcome of the procedure was not affected. There was no reported patient harm. Related patient identifiers: (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii xenon light source (clv-190 / sn: (B)(6)). (B)(6) evis exera iii video system center (cv-190 / sn: (B)(6)). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2024-00014.

Manufacturer narrative:
This supplemental report is being submitted to provide information from the legal manufacturer¿s (lm) further investigation. Based on the results of the lm¿s further investigation, it is likely that the displacement of the ventilation port was due to it being intentionally rotated or bumping into another object. However, there are no other changes to the previously reported investigation findings. Additional information was received from the customer and has been added to b5. Also, a correction has been made to e1 from the initial medwatch.

Event description:
It was reported that the facility does not perform leak testing through the automated endoscope reprocessor (oer-pro). Instead, all leak testing is performed using an olympus pump while the scope is submerged in water. The connection on the leak tester is reportedly ¿fine,¿ and has been ¿working fine for a long time.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's further investigation. Based on the results of the further investigation, it was noted that a scope at the same facility had failed. The venting connector was not able to return to its original position due to the deterioration of the pin on the leakage test tube. The board inside the scope connector was corroded by the water entering the scope connector during cleaning. Therefore, it is likely that the error code (e315) occurred due to a communication error between the video system center and the scope. This problem led to the procedural delay. However, since the subject device was not returned to olympus for evaluation, the reported image issue (no image/color bars displayed) was not confirmed and the root cause could not be determined. Olympus will continue to monitor field performance for this device.